Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs (coils were hidden under new growth skin in uterus)/ migration of essure device location of device: found in uterus") and device breakage ("device breakage/ coil pieces were found") in a 39-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test." The patient's previously administered products included for an unreported indication: ortho-cyclen from 1996 to 2016. Concurrent conditions included bunion since 2016. Concomitant products included cilest (ortho cyclen) from 1996 to 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced allergy to metals ("nickel allergy") with rash generalised and pruritus, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, 5 months 9 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In october 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced adnexa uteri pain ("ovary pain"), abdominal pain ("abdomianl pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (B)(6) 2016 & (B)(6) 2016 bilateral salpingectomy & surgical removal of coil(s)) and surgery (coil pieces were removed in (B)(6) 2016). Essure was removed on (B)(6) -2016. At the time of the report, the uterine perforation, device breakage, allergy to metals, complication of device removal, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, adnexa uteri pain, abdominal pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received- lot no. Was added. Events body rash, itching, device breakage, nickel allergy, dysmenorrhea, dyspareunia, fatigue, device monitoring procedure not performed, ovarian pain, abdominal pain, stomach pain, complication of device removal were added. Concomitant disease was added. Concomitant drug was added. Date of device removal was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs (coils were hidden under new growth skin in uterus)/ migration of essure device location of device: found in uterus") and device breakage ("device breakage/ coil pieces were found") in a 39-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test.". The patient's previously administered products included for an unreported indication: ortho-cyclen from 1996 to 2016. Concurrent conditions included bunion since 2016. Concomitant products included cilest (ortho cyclen) from 1996 to 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced allergy to metals ("nickel allergy") with dermatitis allergic and pruritus, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, 5 months 9 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced adnexa uteri pain ("ovary pain"), abdominal pain ("abdomianl pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy & surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, allergy to metals, complication of device removal, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, adnexa uteri pain, abdominal pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.